Manufacturer narrative:
Patient reports via (B)(6) that they were injected with bellafill dermal filler into the parotid gland and it was then removed from the gland. Patient indicates the filler was done to fill in sunken jowls caused by bone loss from missing teeth. Bellafill dermal filler is indicated for correction of the nasolabial folds and acne scars in the cheeks. Suneva is unable to determine patient contact information (phone or email) via (B)(6) account (B)(6). Suneva requested patient contact information via the patient's (B)(6) account. No response has been received at this time. Lot number and injector are unknown. Bellafill use cannot be confirmed. Suneva will continue to attempt contact with the patient.

Event description:
Patient reports via (B)(6) that they were injected with bellafill dermal filler into the parotid gland and it was then removed from the gland. Bellafill dermal filler is indicated for correction of the nasolabial folds and acne scars in the cheeks.